Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A tech reported that toward the end of a phacoemulsification procedure, the console turned off, and then back on. A communication sys error was also noted. The surgeon converted to an extracapsular cataract extraction (ecce) and the case was completed without delay or harm to the pt. Add'l info has been requested.